Manufacturer narrative:
Visual inspection of the returned device confirmed the nail is broken. All pieces were returned. A lab analysis found it fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. The anodized coating on the nail was also worn, indicating motion after implantation. No material deviations in the nail were found during this investigation. A definitive root cause cannot be determined. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that a revision surgery was performed after the nail fractured.